Event description:
It was reported that patient had a loss of therapeutic effect after 1 year of having the implant ("no longer giving results"). The patient stated it was removed on (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v893295, implanted: 2012-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's indication for use was gastrointestinal/pelvic floor. The patient reported the ins stopped working. Caller reported the ins was not helping their bladder and it was getting worse along with the urine still coming out. Caller reported it was not working anymore so they had the ins removed. Caller reported when the ins was removed they only took the ins out and not the wire. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.